Manufacturer narrative:
Date of event estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-00526. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.